Event description:
Reporter stated that the device was in use w/pt when the inflation line began to leak. According to reporter the tracheostomy tue was exchanged later but no adverse effects or emergency intervention was required.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.